Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the ac inlet connector was found to be physically damaged. The device's ac inlet connector was replaced to address the issue.